Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, h10 and g1. Complaint is confirmed. Visual inspection identified that the implant 4.5mm bio-corkscrew of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken per picture evaluation. The bio-corkscrew was not returned with the driver and sutures. Functional testing was not performed due to the damage to the device. The most likely cause can be attributed to improper bone preparation, excessive force being used or prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/02/2024, it was reported by a arthrex employee via email that an ar-1927bcf-45 suture anchor broke while being inserted. The procedure completed by using another new ar-1927bcf-45 with the same lot. This occurred during use in a case with no patient effect.